Event description:
It was reported that a balloon rupture occurred. An arteriovenous fistula angioplasty was performed. The target lesion was located in the brachial artery. A 5 x 150mm, 90cm ranger drug coated balloon (dcb) was advanced to the target lesion, but during the first inflation at 12 atmospheres, the balloon burst. The device was removed and no fragments were left inside the patient body. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
The returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon was inflated to rated burst pressure of 14atm and was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported balloon rupture.

Event description:
It was reported that a balloon rupture occurred. An arteriovenous fistula angioplasty was performed. The target lesion was located in the brachial artery. A 5 x 150mm, 90cm ranger drug coated balloon (dcb) was advanced to the target lesion, but during the first inflation at 12 atmospheres, the balloon burst. The device was removed and no fragments were left inside the patient body. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure.